Manufacturer narrative:
The customer was assisted by a philips remote service engineer (rse). The rse provided the part number and ordered a replacement emergency stop button. The customer is taking responsibility to correct/repair the device. The customer was notified to contact philips if this does not address their device issue.

Event description:
Philips received a complaint on the OEM trackmaster tmx428 treadmill 220v indicating that the emergency stop (e-stop) button was no longer working. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. The biomed engineer at the customer facility evaluated the device and determined that the e-stop button requires replacement.